Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 29mm transcatheter bioprosthetic valve, for an unknown reason, a second 29 mm valve was implanted in the same position. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: concomitant medical products: other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 2021-04-03, UDI#: (B)(4). Patient weight was received. Additional information was received that the first valve dislodged when the delivery catheter system was withdrawn from the ventricle. The valve was snared into the ascending aorta where it remained in stable position. Subsequently, the second valve was successfully implanted inside the native valve. No additional adverse patient effects were reported.  Delivery catheter system product information. Additional information was received that the dcs contributed to the dislodgement; the initial valve will be reported as an associated product to the dcs as the dislodgement resulted in a second valve implant. Device code: for the valve c63043 - malposition of device eval code method: for the dcs 4115 - discarded; valve 4117 - remains implanted. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.